Manufacturer narrative:
Device 2 of 2. Evaluation - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Extension returned incomplete and could not be functionally tested. All wires were broken from some overstress. Extension passed lead pull test for retention. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR's report: 1627487-2010-01621. The pt received his scs system consisting of an ipg, 2 percutaneous leads and 2 extensions on (B)(6) 2008. It was reported that the pt lost stimulation the day following implant. When he turned on his ipg, it would ramp up and shut off. Fluoroscopy showed that the extensions had pulled out of the ipg header. The extensions were replaced with longer extensions on (B)(6) 2008. The leads remained intact and were reused. The explanted extensions were returned to ans for analysis. No further info is available.